Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface board was replaced during the service call.

Event description:
It was reported that the 9900 system had mixed up images during a case. The 9900 system had to be rebooted and the procedure was completed. No pt injury was reported.